Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, while preparing to position the stent, an initial issue was observed with the stent not exiting properly from the scope tip. Once the stent exited the scope, the catheter was positioned for placement, and the pseudocyst was successfully accessed. The first flange was deployed, and the stent was pulled toward the wall. However, the second flange could not be deployed. The delivery system became stuck, preventing release of the distal flange. Deployment was also attempted outside the scope, which confirmed a malfunction in the deployment system. No troubleshooting was performed during the procedure. A deployment was reattempted outside the scope, and the same issue occurred. The stent had to be removed and was reportedly partially deployed upon removal. The procedure was then completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.